Manufacturer narrative:
This report is submitted on june 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: the implanted device remains.

Event description:
It was reported that the patient experienced an infection and breakdown of wound at the implant site. The implanted device remains.